Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00010 thru 3012447612-2019-00014.

Event description:
It was reported that a pedicle screw construct was removed due to pain. Additional details have been requested but have not been provided. This is report five of five for this event.

Manufacturer narrative:
Additional information: (results, conclusions) - the product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed. The labeling was reviewed and found to contain information regarding possible side effects.

Event description:
It was reported that a pedicle screw construct was removed due to pain. Additional details have been requested but have not been provided. This is report five of five for this event.